Event description:
The surgeon attempted to insert a c12015 three piece collamer lens. Prior to insertion into the eye the lens tore. No pt contact or injury. This is one of two lenses for the same pt. See MFR report #2023826-2006-00481.